Event description:
It was reported that a patient underwent a breast surgical procedure on an unknown date and topical adhesive was used. After approximately 2 weeks, the patient experienced rash around breast incision which spread over breasts. The surgeon treated the area with antihistamine and oral steroid for ten days and the event resolved.

Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that a patient underwent a breast surgical procedure on (B)(6) 2011 and topical adhesive was used.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.